Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display screen has a missing vertical line pixel. The display was replaced with a test display and the screen was fully functional. A failed display flex was determined. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display screen has a missing vertical line pixel. A failed display flex was determined. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/07/2016.